Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sp instrument drape accessory with an alleged issue to perform failure analysis. The sp instrument arm drape was found to have a bent tab from the outer labyrinth. One of four tabs is bent. Although the drape was found to have a bent tab, the drape was successfully installed on the in-house system and passed recognition and engagement. All four instrument-sterile adapters were successfully installed. The cannula sterile adapter was also installed without issue. The sp system's drapes were also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinths remained intact, and no abnormal noise or friction was observed when rotating the instrument drives 180 degrees in both directions. The accessory is still fully functional. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the deploying for docking 2 process did not proceed because the clip at the 3 o¿clock position (relative to the front direction of the arm drape attachment) was loose and not properly attached. The procedure was completed with no reported injury.